Manufacturer narrative:
A complete lead was returned in one-piece. Analysis was completed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported the asymptomatic patient presented for a post operation device check. Upon completion of a chest x-ray, it was observed the atrial lead had become dislodged. The lead was explanted and replaced. The patient was stable.